Manufacturer narrative:
Fracture artifacts on the instrument suggest fracture due to torsional overload. Supplier review of device found that it met manufacturing specifications. No cause for the fracture could be established.

Event description:
It was reported that patient underwent hip revision procedure on (B)(6), 2011. During the procedure, while trying to remove the trial proximal, the hex driver fractured. The procedure was completed with no injury to the patient or significant delay to the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert of the related hip prosthesis components that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported".